Event description:
It was reported that the ventricular connector on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the upper case, two side bail covers, the ring cover and the battery drawer were broken, that the lower case was broken and contaminated, that the battery release and lead flex cover were contaminated, the battery contacts were compressed, the two side bails and the ring were missing, that the heart lead flex had a broken connector on the flex, that the heart block screws were the wrong part and that the liquid crystal display was missing segments. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).